Manufacturer narrative:
The reason for this revision surgery was a fracture after 5 days of patient implant use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4)l for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. A review of the product complaint report history showed this is the first complaint against this part and lot number. This root cause of the fracture was a patient fall. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to patient falling and having a fracture.